Manufacturer narrative:
Evaluation summary: the reported condition of an inoperative channel which remains open and sounding was confirmed during evaluation. This was determined to have been caused by all of the keys on the channel a pump head module (phm) being unresponsive. The channel a phm keypad was replaced to resolve the reported condition. The device was tested and returned to the customer with specification. This issue is currently being investigated under CAPA.

Event description:
The facility representative reported a colleague infusion pump (uim software version 5.04.00 / unremediated) with an inoperative channel which remains open and sounding. It is unknown when this event occurred. The facility representative stated that there was no patient injury or medical intervention associated with this event. No additional information is available.